Event description:
Pt in for routine flushing of vad. Port accessed with #20 huber flush c approx 2cc n18. Pt experienced sensation in her left anterior chest. Extension tubing clamped-md called-dye study done as ordered-contrast extravasation at the level of subclavian vein reported-oncologist notified-surgeon who inserted the vad 11/04/96 called. Pt then transf from hem/onc clinic to sdc for vad removal.